Event description:
Customer reported a 2 whole blood pt samples (2008), had elevated troponin I (tni) on first test result but on repeat, results were normal. First pt from 2008, tni=0.4, on repeat=<0.05; recollected blood sample and result = <0.05, second pt from 2008, tni = 5.94, on repeat was <0.05, recollected blood sample and result =<0.05. All other pt samples from that day were tested to rule out identity error and no other pt sample had elevated tni. Only tni reported, no ckmb, myoglobin results, pt outcomes not reported.

Manufacturer narrative:
The investigation was unable to reproduce the alleged failure reported by the customer without the specific specimens. In an attempt to replicate the customer's testing conditions whole blood specimens were processed on the device lot in question. Results were as expected (tni < 0.05 ng/ml) given the healthy status of the individual donors. Review of manufacturing records observed that the lot was capable of producing outliers at an elevated frequency. While the complaint could not be confirmed the issue was escalated (issues), given the increased probability of devices yielding falsely elevated tni values, for the device lot w42184, to evaluate the need for further corrective action.